Manufacturer narrative:
Date of event was reported as (B)(6) 2016.

Event description:
Information received from manufacturer¿s representative reported that the patient was in a car accident and did not think there was any issue with their implantable neurostimulator (ins). It was noted that the patient banged their knee and their body was ¿squeezed¿ by the seat belt. However, a week later, the patient charged for the first time since the accident and only got 2 coupling bars and ¿burned a hole in their skin¿ where the antenna was. The patient stated that they never had problems recharging before and they were charging normally (not under any blankets). They did not see a thermometer icon and stopped charging when they were burned. It was noted that the ins site was still painful for the patient and they could not put the recharger on the site. When the ins was turned on the patient felt the stimulation in all the appropriated areas. The patient did not feel their ins had moved or was tilted nor was it protruding. It was suggested that the patient be seen by the physician to obtain x-rays as device may have been pushed closer to the skin or flipped during the accident. The indications for use for the implanted device were noted as post laminectomy pain and failed back syndrome.

Event description:
Follow up information received from the manufacturer's representative reported that confirmed that the cause of the burned skin was putting the recharger over irritated skin and then charging after a car accident. It was reported that in the car accident the seat belt squeezed the patient in the area of the ins. The believed this was why their skin burned when they tried to charge. An impedance check was performed and the readings were all within normal limits. The patient needed to have an MRI due to issues with their shoulder and knee so they were to have the ins explanted. Further down the road the patient may have another implant.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.